Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The synchro -14 guidewire was returned without the torque device. Visual examination of the returned device revealed that the guidewire was slightly bent at the proximal and distal end. It was discovered that the polytetrafluoroethylene (ptfe) coating was peeled/scraped off on several places between 29.0cm to 33.0cm from its proximal end of the guidewire, most likely due to scraping with the torque device collet and/or the introducer. During functional testing, the device was loaded and advanced through the proximal end of a demo excelsior sl-10 microcatheter and light friction and/or resistance felt during the advancement. The guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was not smooth due to the bends on the guidewire. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device dfu: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling. However, because the torque device was not returned for evaluation, the exact cause of the ptfe peeling cannot be determined.

Event description:
Based on the investigation results, the guidewire (subject device) ptfe (polytetrafluoroethylene) coating was observed to be peeled/scraped. There was no clinical consequences to the patient.